Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown, batch no: unknown. It was reported that one serious icsr downloaded from ema. Verbatim: external reference # (B)(4). Received via: email. Email verbatim: dear colleagues please find source document of one serious icsr (wwid: (B)(4)) downloaded from ema regarding chloraprep (chlorhexidine gluconate); country: (B)(6)).